Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 700 mg/dl. The emergency medical services was dispatch as a result of high blood glucose and treated the customer and transported in the hospital. The customer was admitted to the hospital on (B)(6) 2016. Customer cause of hospitalization was diabetic ketoacidosis. Customer was treated IV fluids and insulin drip. Customer was wearing the pump in time of hospitalization. Customer was assisted in how to program the pump and advised to set up bolus wizard.